Manufacturer narrative:
On (B)(6) 2024, the user reported that the cgm system showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the escalation analysis a sensor replacement for sensor sn (B)(6) was approved due to its performance deviation, and the sensor was requested back for further investigation. To aid the investigation, a transmitter diagnostic upload (du) was requested as well, but the user could not provide a diagnostic upload (du). As a result, the transmitter sn (B)(6) was also requested back to senseonics ,so its log file could be analyzed. The sensor was returned for further investigation. However, transmitter sn (B)(6) was not returned. Upon receipt, visual inspection revealed that the sensor was broken into two pieces, with the fracture occurring at the hydrogel window. All pieces of the sensor were extracted. No sensor breakage was opened to report this, but this damage most likely occurred during the explant process. The root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Due to significant hydrogel damage, sensor functional testing was inconclusive. Dms analysis showed that the sensor glucose readings were noisy. The potential root cause for such a failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 11 october 2024. D9 device available for evaluation? Yes on 08/16/2024. G3.date received by the manufacturer? 07 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Event description:
On july 15, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.